Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that a concomitant device was unable to cross the guidezilla catheter. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 7f guidezilla ii guide extension catheter was selected for use. During the course of the procedure, while outside the patient, a non-boston scientific balloon was unable to cross the guidezilla. It was noted that the crossing was rough and the tip of the balloon was damaged when it was tried to be removed from the guidezilla. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the distal shaft was separated from the collar.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of a guidezilla ii guide extension catheter. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.